Event description:
It was reported that during implant, there was difficulty implanting the right ventricular (rv) lead. The difficulty resulted in a trade off between either high thresholds with stable r-waves or unstable r-waves with acceptable thresholds depending on placement of the lead. A few days post operation, poor r-waves were still noted. The lead was attempted to be repositioned several times before the decision was made to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.